Event description:
It was reported that the patient was experiencing peripheral nerve stimulation. A chest x -ray revealed the right and left ventricular leads had dislodged and the right atrial lead could not be seen. It is not clear whether the patient's excessive coughing contributed to the dislodgement. The patient was transferred to a hospital. The right ventricular lead was reprogrammed with no pacing on the right atrial and left ventricular leads. It was confirmed on (B)(6) 2018 that the right atrial and left ventricular lead had dislodged and the leads were removed and re-implanted. Rv lead was advanced and given more slack. Upon interrogation the right atrial lead impedance was high and out of normal range. The right atrial and left ventricular leads were removed and replaced successfully. The patient was stable pre, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.